Event description:
It was reported that the afternoon after the device implant, the lead alert triggered due to high right ventricular (rv) lead pace/sense and defib impedances. It was suspected that air had entered the header, as the impedances were measured two days later, and all were stable and within normal range. An x-ray was taken, and the connections appeared to be correct. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.